Event description:
The customer reported that there was no image displayed on the flex deflectable videoscope. The reported allegation occurred during installation and the cause is unknown. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.